Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. The patient's tandem pump displayed 398 mg/dl; however, her bg was 508 mg/dl. She went to the hospital where she was diagnosed with diabetic ketoacidosis (dka), admitted to the ICU and treated with IV insulin and IV saline. She was released (B)(6) 2022. Subsequently, she developed blurry vision in her left eye was referred to an eye doctor for evaluation of leaking blood vessels in her eye. No information was provided about symptoms or who took her to the hospital. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.